Event description:
Customer reported hospitalization due to low blood glucose readings and other medical complications. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery and a low reservoir alarms were noted in the alarm history. Customer stated that they are very sensitive to insulin and the high and lows may be caused by eating and the rate changes by the customer's doctor. Customer's blood glucose readings have reached as low as 22 mg/dl. It was noted that the customer may have given themselves too much insulin. Customer's blood glucose reading at the time of the call was 88mg/dl and has treated with food. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.